Event description:
The pt reported erratic blood glucose levels starting about a month ago. She stated that "probably 4 out of 7 days" her husband had to help her in and out of bed and give her soda to drink to correct her blood glucose levels. She stated the lowest reading was 38 mg/dl and her symptoms were feeling sweaty, nauseated and shaky. She said she corrected her levels by drinking soda which restored her to her normal range of 100-150 mg/dl. The pt stated that when her blood glucose is elevated she does not have any symptoms and normally gives herself an insulin injection to correct her blood glucose. She stated she was hospitalized last week for a heart catherization and disconnected from her insulin infusion device because she felt it was not working properly. She reported her blood glucose reading was 674 mg/dl. She said she remained off the device and went on insulin injections until she went home. Once home, she stated she connected to her backup infusion device and her blood sugar levels have been in the normal range since that time. Although troubleshooting did not find any issues with the product, the pt stated she feels the device is not delivering boluses properly. The product was replaced and requested to be returned for eval.